Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving therapy via an implantable infusion pump. It was reported that the pump was flipped and when the patient bends over it causes pain. The patient reported that they needed revision surgery to fix it.